Event description:
It was reported that: "the kit is suppose to contain a 20cm catheter. The catheter packaged in it was a 16cm catheter." The issue was detected prior to use.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one catheter and product lidstock for analysis. The returned catheter was a 3l 7fr x 16cm catheter. Analysis of the product lidstock revealed that the catheter intended to be within the kit is a 3l 7fr x 20cm catheter. Therefore, the returned catheter is not consistent with the intended kit contents. The overall length of the catheter measured 167mm which is not within the specification limits of 207-227mm per the catheter product drawing. This confirms the customer report of an incorrect catheter being placed within the kit. A review of the bill of materials was performed. It was confirmed that the intended catheter within the ask-45703-pgm3 kit is a 20cm catheter, which is not consistent with the returned 16cm catheter. A device history record review was performed and a relevant finding was identified. A non-conformance was initiated for material ask-45703-pgm3 with batch 33f23l0683 regarding a component incorrect , catheter. The customer report of an incorrect catheter was confirmed through the returned sample. The customer returned one 7fr x 16cm catheter. Analysis of the bill of materials and product lidstock revealed that the catheter intended to be within the kit is a 7fr x 20cm catheter, which is not consistent with the returned catheter. Therefore, packaging likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: "the kit is suppose to contain a 20cm catheter. The catheter packaged in it was a 16cm catheter." The issue was detected prior to use.